Event description:
It was reported that a 75 yo male patient, initial right shoulder implanted in (B)(6) 2023, underwent a revision procedure in (B)(6) 2025, approximately 1 year 6 months post the initial implant for glenoid baseplate loosening and suspicion of infection. All implants except the stem were removed. There were no surgical delays or device breakages during the procedure. The patient was last known to be in stable condition following the event. No x-rays were able to be obtained. The explanted devices are not available for return. The hospital will not return them. No device images were able to be obtained. No further information.

Manufacturer narrative:
D10: concomitants: (B)(6) 300-01-13 - equinoxe, humeral stem primary, press fit 13mm; (B)(6) 320-06-38 - glenosphere 38mm; (B)(6) 320-10-00 - equinoxe reverse tray adapter plate tray +0; (B)(6) 320-15-05 - eq rev locking screw; (B)(6) 320-20-00 - eq reverse torque defining screw kit; (B)(6) 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm; (B)(6) 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm; (B)(6) 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm; (B)(6)320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm; (B)(6) 320-38-00 - 145-deg pe 38mm hum liner +0. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Manufacturer narrative:
The revision reported may be the result of the glenoid loosening as reported. However, the loosening cannot be confirmed and any potential contributions from user or patient-related contributing factors to the event cannot be evaluated as no radiograph, images, or clinical information was provided. The reason for the suspected infection cannot be conclusively determined; however, it may be related to an underlying patient condition and/or the surgical procedure. A review of the sterile certificates and/or the final endotoxin test reports was performed for all explanted components. All lots were accepted to the requirements. H6: corrected component, and investigation clinical codes.